Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient had experienced a loss/change of therapy. The interstim had not helped with overactive bladder since implant. It was indicated on (B)(6) 2016, the patient had retaining and had to use a catheter. This was considered a new symptom and the patient was working with the physician. It was indicated the patient had urgency and frequency was worse since changing program. It was unclear when the patient changed the program. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.